Event description:
Procedure: lap colon. Reportedly, during use of the device to seal tissue on the mesentery an end tone for a full sealing cycle was heard. When the tissue was cut, minimal blood loss was reported. The seal was re-done by clamps and suturing. No further complication was reported.